Event description:
The duett was deployed following an interventional procedure, via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced abdominal pain, and an ultrasound confirmed a retroperitoneal bleed. Treatment consisted of surgical intervention and was successful. The surgeon reported that the puncture site was located above the inguinal. No further complications were reported and the patient was discharged.